Manufacturer narrative:
H3: one device was received for evaluation. The service history found no additional records from the previous 12 months. The motor issue could not be confirmed as no motor error related alarms were identified in the event history log (ehl) review. The clutch issue was however duplicated through the ehl as a ¿travel coarse error¿check clutch/plunger level¿ error was identified during the plunger travel test, probably due to worn drive train parts and a loose leadscrew nut seen during internal inspection of device. The drivetrain parts including the leadscrew, worm gear, coupling, and clutches were replaced to fix the issue. The device thereafter passed all the required testing and software was updated.

Event description:
The customer returned the product for motor/clutch issue, during device evaluation, a "travel coarse error¿check clutch/plunger level¿ was identified. There was no patient involvement.